Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred during a procedure on the axiom artis q.zen biplane system. During an examination with a patient under anesthesia, the x-ray plane a failed and x-ray was not possible. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The problem was identified as a software error of the ias (image acquisition system). In the event of an ias error, the system remains operational in "bypass fluoro". In the "bypass fluoro" mode the native x-ray image is available. A procedure may be continued with remaining functionality of the imaging system or even terminated using the remaining functionality. A system restart was initiated and resolved the software error. No further actions are to be taken as there is no negative awareness in regards to the quality and performance of the affected component.